Event description:
It was reported that the device prompted an error code 302.8 (mcb hardware interlock bit) and error code 202.11 (lps hardware interlock.) The procedure was not completed due to this event. There were no patient complications reported. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation unknown.

Manufacturer narrative:
Block b3: date of event was approximated to july 1, 2025, based on the date the manufacturer became aware of the event.